Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping. The patient was seen around a week prior in which estimated longevity was 8.5 years. However, the patient was seen again and a yellow screen appeared on programming indicating the voltage was too low for projected longevity. Technical services advised a memory save to disk and replacement. No adverse patient effects were reported.

Manufacturer narrative:
The device was later explanted.

Manufacturer narrative:
A disk of the device memory was received and further analyzed. Engineer analysis noted that the alert was appropriate. The alert was set due to the voltage which dropped below 3.025 for three daily measures within the first third of the battery's capacity. The battery voltage drop began within the past month. However, there was no data from the device which would explain the cause of the drop. The most recent capacitor reform was approximately 3 months ago and the measured device current was approximately 37ua. An estimated remaining longevity would be approximately one month. Although, the last several measurements show some gradual recovery in the battery voltage, which may indicate the voltage drop was due to a transient event or intermittent fault the root cause was undetermined and replacement was recommended. The patient has been scheduled for a replacement.

Manufacturer narrative:
The physician elected to readdress in a couple weeks and believe it was a software issue rather than an internal problem. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of device memory revealed five battery low voltage faults. The battery status was confirmed to be beginning of life (bol) at 2.980 volts. Laboratory testing confirmed the device was able to provide brady and tachy therapy while implanted. Next, the device case was removed so the internal components could be inspected. The low voltage power supplies were tested and confirmed to be within specifications. The battery was removed and replaced with an external power supply, and no high current was observed within the device components. Detailed analysis of the removed battery cell was performed, which confirmed an internal short. This was determined to be the cause of the lower than expected voltage and the observed error code. Further detailed analysis continues to be performed. This report will be updated upon completion of analysis.

Manufacturer narrative:
The patient was seen again due to the device beeping. Upon interrogation a fault code 1003, voltage is too low for projected longevity, was present. A memory save was to be obtained. The patient was scheduled for a device replacement upon the physician's availability.

Manufacturer narrative:
Further laboratory analysis determined that a lithium cluster had developed within the battery cell. The presence of a lithium cluster can result in an internal short and ultimately, depletion of the battery.